Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: necrosis and "knots". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported "necrosis, scar tissue," and "knots have popped up, they said it was dead scar tissue." Patient also reported "had breast cancer," this event is not related to the device. Device remains implanted. This record is for the right side.